Manufacturer narrative:
We have now completed our investigation into the reported complaint. As of today, no product return, lot/serial number or further information for this complaint has become available preventing a more thorough investigation. If the product becomes available in the future, this case will be reopened. On this occasion we are unfortunately unable to reach a definitive root cause of the problem due to insufficient information available for the device in question.

Event description:
It was reported that patient had pico 7 placed at 9:00am (B)(6) 2019 after right knee surgery. He went home friday afternoon and somewhere between 7:00 and 9:00pm (B)(6) 2019, all lights solidly illuminated. Therapy discontinued until patient reaches physician. No adverse event reported from pump failure at this time. Device is not available for evaluation.